Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 306-307 mg/dl.